Manufacturer narrative:
This report is submitted on may 09, 2024.

Event description:
Per the clinic, the patient developed an ulcer and infection at the skin flap, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date not reported) for a duration of 8 days. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. The patient underwent a skin flap revision during the same surgery. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.